Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, that the insulin pump had broken force sensor was detected during seating or regular delivery alarm. The customer blood glucose level was something 130 mg/dl. The customer was assisted with troubleshooting. Customer reported that they received critical pump error and delivery stopped alarms. Customer reported that the insulin pump not working properly. Customer reported that they remove infusion set from body. Consider other insulin treatment. Customer stated that the insulin pump was not exposed to a high magnetic field. The device will not be returned for analysis.